Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover and camera cover was burned. Based on the results of the investigation, the cause of the reported event is likely due to a defective connector. Additionally, the cause of the burned distal end and cover is likely due to a high-energy instrument without maintaining sufficient distance from the tip may have caused the tip body and cover to burn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use the gastrointestinal videoscope images were distorted. There were no reports of patient involvement.